Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off during use events on 20-may-2024, 23-may-2024, and 30-may-2024. The infusion set was used for 3 - 4, 23, and 36 hours on 20-may-2024, 23-may-2024, and 30-may-2024. The blood glucose level was 120mg/dl. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.